Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their one (1) year follow up imaging procedure. The computed tomography angiography imaging showed that there was a device related thrombus present on the threaded insert of the closure device. The physician switched the patient from a daily dose of aspirin to another oral anticoagulation medication in response to this event.